Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery with mild tortuosity and mild calcification with 85-90%. Pre-dilatation was performed two times with a 3.0x20mm balloon. The second time it was performed at a higher pressure. The residual stenosis was approximately 45%. During the procedure, a 3.0x18mm device was advanced but could not cross the lesion due to patient anatomy. While the physician was trying to advance the device, the proximal shaft of the delivery catheter became separated. The device was removed from the patient successfully and a drug eluting stent was implanted to treat the lesion. No clinically significant delay. No patient injury. No additional information was provided.